Event description:
It was reported that during equipment testing conducted by a marketing representative in the field the sonopet 110v console would not irrigation, which can cause the system to overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.